Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received them. If the meter is returned., lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Medical affairs spoke to the patient on (B)(6) 2004 and obtained the following information: the meter had been giving her a cta message for the past three months. She claims he would clean the meter properly and every so often the meter would work and then give her the cta message. Patient went tot the med's office recently, since the m metier would not work and she tested on the nurse's meter and obtained 145mg/dl. She did not receive any treatment. This case is being reported as a malfunction, since the cta message was not resolved.